Event description:
Caller reported a malfunction on the pump, described by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Cts provided guidance on resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to report any future issues if the malfunction recurs.